Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off when door was pressed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported ¿turns off when door is pressed¿ was not reproduced. A review of the event history log revealed multiple ¿improper shutdown¿ messages, however the log cannot be used to determine if the power was manually disconnected or shut down without user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.